Manufacturer narrative:
D10: concomitant devices: (B)(6), 160-01-14 - pf stem tapered plasma ext offset sz 14. (B)(6), 180-01-58 - nv crown cup clstr hole 58mm group 3. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 180-65-40 - alteon 6.5mm screw, 40mm. (B)(6), 142-36-00 - cocr fem head 36mm +0 offset 12/14. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 15 months after a left total hip replacement procedure, the patient underwent a revision procedure for unknown issues. The device was not returned for evaluation. No photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. No further issues or complications were reported. No additional information is available. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected medical device and investigation clinical codes.